Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider advised the front right caster is siting off of the ground, provider troubleshot with technical services. When he took the bolt out of the crossbraces, the bolt holes no longer line up.